Event description:
It was reported that the wake button on the pump was not working. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.